Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump kept getting no delivery alarms. She stated that she changed her site, reservoir and insulin but it still wasn't working. Her blood glucose was 400 mg/dl. The customer received a no delivery alarm during a basal delivery. She tried to bolus and the pump alarmed again. During troubleshooting for no delivery, the customer said that it did not occur during manual prime. She said it was resolved by a complete set change. The customer also stated that she did receive no delivery alarms during basal and bolus deliveries. After no delivery alarm during basal/bolus/fixed prime, she was advised to change the entire infusion set system. The products will not be returning for analysis.